Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered appropriate anti-tachycardia pacing (atp) and shocks. The health care professional (hcp) stated that four adequate shocks were correctly delivered for ventricular fibrillation however, two shocks were delivered although the patient was already back in the sinus rhythm. It was noted that the ventricular pacing caused ventricular tachycardia (vt) and that degenerated into ventricular fibrillation (vf). Subsequently reprogramming was performed. This device remains in service. No adverse patient effects were reported.